Manufacturer narrative:
Product was not returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient presented with l4-s1 spinal stenosis; and underwent transforaminal lumbar interbody fusion decompression technique for posterior lumbar spine. Intra-op, the set screw rod was damaged; and hence, the set screw was completely explanted. There were no patent complications reported as a result of this event.